Manufacturer narrative:
The investigation into the reported event has been completed. No product was returned. The root cause of the delivery issue was use related per the clinical description provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 67-year-old male patient was being implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the impella 5.5 pump lost access into the ventricle during attempted delivery and was unable to re-cross the valve. The impella 5.5 was removed, and an impella cp pump was implanted without issue for support. There was no patient harm reported.